Event description:
Baxter received a report from a nurse that the spike was broken. The set had been used for (B)(6). There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set with no cap on spike and no cap on patient connector and partial tubing in reference to crack/broken. The set was visually inspected and noted that the spike was broken completely off at base of spike. The tip of spike is located in the partial tubing that was sent back. No other visual defects were noted. The complaint was confirmed in the lab.